Event description:
On or about (B)(6) 2007, an unk pelvic mesh product was implanted in the plaintiff to treat her pop and sui. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "suffered serious bodily injuries, including extreme pain, erosion of her internal tissue, dyspareunia and other injuries." It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
The model of the mesh system that was implanted was not indicated. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.